Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. No thermal damage observed. Additional observations not reported by site. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.020 x 0.190 was not returned for failure analysis. As a result, a dislodged cable crimp at the distal end is observed. The root cause of broken instrument bipolar yaw pulley is typically attributed to the misuse/mishandling, such as excess force applied to the distal end of the instrument. The instrument was found to have a dislodged grip cable crimp at the distal end. The dislodged cable crimp likely caused the broken bipolar yaw pulley, or the broken bipolar yaw pulley likely caused the cable crimp to be dislodged. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the cable of the maryland bipolar forceps appeared to be sticking out towards the end of the instrument tip. The procedure was completed and there was no patient injury.